Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter. Date: (B)(6) 2011; inratio: 7.0; lab: - (strip lot # unk). Date: (B)(6) 2011; inratio: 4.4; lab: 3.04 (strip lot # unk). Date: (B)(6) 2011; inratio: 3.0; lab: 2.30 (lot # 234130). Pt self tester reports bruising/bleeding; doctor advised lab test. Testing on (B)(6) 2011 and (B)(6) 2011 were obtained using a drop from the venipuncture syringe on the inratio2 meter. Unk strip lot number - pt did not save box and has used all of them. Pt was also concerned about strip shipping - 1st box was left on her doorstep during a snowstorm. When she found it, it was buried in snow and it was about -20 degree f outside. Second box of strips was not left outside.